Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient reported that they experienced inaccurate cgm values which occurred the day the sensor had been inserted in the arm. On (B)(6)2024, the patient experienced diaphoresis and dizziness. The cgm was reading around 90 mg/dl and the blood glucose reading was 50 mg/dl. The patient went to the hospital with the parents. There, the bg was 30 mg/dl and the egv was still around 90 mg/dl. The patient was given an intravenous (IV) fluid. After treatment, the bg was around 100 mg/dl. The patient was reportedly hospitalized for 10 days and was in normal condition at the time of the call. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.